Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-mar-2017, fse arrived at the site to address the reported event. He replaced the l-6 line peek tubing and inspected the injection valve. Pressure was now normal at approximately 8.30 mega pascals (mpa) and quality control (qc) subsequently ran without error. No further action was required by field service. The most probable cause of the reported event was due to an l-6 line obstruction.

Event description:
On (B)(6) 2017, the customer reported receiving high pressure alarms with their g8 analyzer. The customer stated that she replaced the column, filter, checked the fitting, then rebooted, but the alarms persisted. Additionally, she performed pressure tests and removed the wing nut with no resolution. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.